Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance measurements and failure to pace. Due to the patient condition, the lv lead was reprogrammed to lv tip to right ventricular (rv) lead coil and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).